Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.